Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient had a bard/davol oval composix kugel mesh, product code 0010205, lot number hurg0870 implanted to repair hernia defect. On (B)(6) 2010: the patient underwent surgery to remove infected mesh. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient had a bard/davol oval composix kugel mesh, product code (B)(4), lot number hurg0870 implanted to repair hernia defect. (B)(6) 2010: the patient underwent surgery to remove infected mesh. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch. Addendum per additional information: (B)(6) 2008 - patient was diagnosed with large ventral hernia thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, "the hernia sac was opened and freed some omentum from the lower portion of the sac. A medium kugel patch was placed inside the abdominal wound and sutured.¿ (B)(6) 2010 - patient was diagnosed with large abdominal wall abscess with wide cellulitis and possible infected mesh thereby underwent incision, drainage and debridement of abscess and removal of infected mesh. Per operative notes, ¿immediately a loose mesh was encountered and removed from the wound. All necrotic tissue was removed and two large drains were introduced." Attorney alleges that the patient had abscess, infection, hernia recurrence, pain, removal surgery and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct expiry date. Based on the available information, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 2 years 4 months post implant of composix kugel mesh, patient was diagnosed with bacterial infection, abscess, cellulitis and necrosis thereby underwent repair with mesh removal. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, e3, g1, g3, g6, h2, h6, h10, h11. Corrected field: d4 (expiry date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ addendum #1: based on the available information, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 2 years 4 months post implant of composix kugel mesh, patient was diagnosed with bacterial infection, abscess, cellulitis and necrosis thereby underwent repair with mesh removal. Review of manufacturing records confirms product was manufactured to specification. Addendum #2: this supplemental emdr is submitted to correct MDR contact person details. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient had a bard/davol oval composix kugel mesh, product code 0010205, lot number hurg0870 implanted to repair hernia defect. (B)(6) 2010: the patient underwent surgery to remove infected mesh. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch. Addendum per additional information: (B)(6) 2008 - patient was diagnosed with large ventral hernia thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, "the hernia sac was opened and freed some omentum from the lower portion of the sac. A medium kugel patch was placed inside the abdominal wound and sutured.¿ (B)(6) 2010 - patient was diagnosed with large abdominal wall abscess with wide cellulitis and possible infected mesh thereby underwent incision, drainage and debridement of abscess and removal of infected mesh. Per operative notes, ¿immediately a loose mesh was encountered and removed from the wound. All necrotic tissue was removed and two large drains were introduced." Attorney alleges that the patient had abscess, infection, hernia recurrence, pain, removal surgery and emotional injuries.